Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified left anterior descending artery for treatment of a 90% de novo stenosis, pre-dilatation was performed using a non-abbott balloon. A 3.5x18 rx xience prime stent balloon was inflated at low pressure without issue. During the second inflation to 12-14 atmospheres, the stent balloon ruptured. The stent was deployed and confirmed to be well apposed to the vessel wall via intravascular ultrasound (ivus). There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, it is the physician's opinion that the eccentric calcification may have caused the balloon rupture. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.